Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, shaft fracture occurred. While attempting to treat a lesion in the left anterior descending (lad), the shaft of the 3.50x12mm taxus express2 drug eluting stent fractured during introduction to the patient. The "stent never left the guide. Could not pass wire through tip of" stent delivery system (sds). The procedure was successfully completed with another of the same size taxus express2 drug eluting stent. There were no complications reported.